Event description:
It was reported that during an attempted implant of an extravascular (ev) lead, adequate sensing could not be achieved. Four tunnel attempts were made for lead placement. Upon the initial attempt r-waves were adequate but then decreased after the sheath was split. With each subsequent tunnel attempt, r-waves continued to decrease. Occasional noise was observed on the electrogram during the third and fourth tunnel attempts. There was a possible introduction of air into the substernal space, although this was not visualized on fluoroscopy. Saline was added to the pocket and valsalva maneuvers were performed as troubleshooting steps but the procedure was abandoned due to persistent inadequate sensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.